Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing; including pressure and clear passage under water testing, were performed and the device operated according to product specifications. Additionally, hydrophobic vent/housing failure test was performed and no leaks at air vent and housing weld were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp extension set leaked. The leak was observed at the "bottom of the filter housing right where the number 3 was pointed on the package". The event occurred "near the end" of a 20-hour etoposide infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.